Event description:
It was reported that during a pta / stenting treatment procedure, the guide wire became stuck with the wallstent iliac stent delivery system. The was patient asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the right external iliac artery. The physician used a 6 fr brite tip introducer sheath for vascular access, and a .035 amplatz guide wire to cross the lesion. The lesion was pre-dilated with a wanda 5x20 mm balloon. The wallstent was then advanced, with difficulty, on the amplatz guide wire. The physician noted much friction during advancement, and the guide wire became stuck with the wallstent and could not be moved. The wallstent and the amplatz guide wire were removed from the patient as one unit. After withdrawal, the guide wire was being removed from the wallstent delivery system when the stent came off the delivery system outside the patient's body. A radiofocus guide wire and another wallstent were used to successfully complete the procedure. No patient injuries were reported. Patient status is reported as `good'.